Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving dilaudid via an implanted infusion pump. It was reported the patient was in the hcp office and the pump was ina motor stall. It was noted the pump was refilled on (B)(6) 2021 and the pump began alarming on the (B)(6). The patient was having symptoms consisting of cold sweats and nausea. The patient denied any recent MRI or change of environmental electromagnetic field/equipment. The logs were run and it was verified the pump had been updated following the refill on (B)(6) 2021. No other troubleshooting or diagnostics were undertaken. The hcp was present and would response to the patient's symptoms as they deemed medically necessary. The pump was going to be replaced. The issue was not resolved at this time.